Event description:
It was reported that the ventilator passed the pre-use checks tests but, when ventilation was initiated and when connected to a patient, it did not deliver any gases to the patient. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A field service engineer (fse) was dispatched to investigate. The machine was inspected and logs downloaded, but the issue could not be recreated. The logs were returned for investigation. Evaluation of the logs revealed that a software upgrade had been performed on the morning of (B)(6) 2016, which erased the event and test logs from before that time. The customer reported that this was a routine sw upgrade. The evaluation could not identify any situation in the remaining logs that fitted the customers' event description. A ventilation period for 2 hours had been performed during which no alarms corresponding to the reported event were generated. There are no technical log entries during the date of event or before the software upgrade indicating a technical error. There is no indication of a technical failure in the received logs. As the major part of the logs had been erased and the problem could not be recreated it has not been possible to confirm the reported problem or determine its root cause.

Event description:
(B)(4).